Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user received a "pairing failed" alert when attempting to use a dexcom g7 sensor with the ilet, and the sensor had lost connection after a few days of use; the user interface was toggled between dexcom g6 and g7 and the ilet was restarted, after which the display transitioned to ¿replace/stop sensor¿ and blood glucose values appeared on the home screen. Symptoms included no adverse clinical effects and no changes in blood glucose levels. Outcomes included no injury and no hospitalization. Investigation included troubleshooting and user education through device setting verification and a device restart. Investigation of this case revealed a transient communication failure between the ilet and the dexcom g7 with successful restoration of glucose display after settings adjustment and restart, with no hardware component defect identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity interaction consistent with software or pairing behavior without clinical impact.